Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an 8.5mm reamer head broke apart during reaming in the medullary canal during a left tibial nail procedure. The device was removed from the canal and it was noticed to have broken into a few pieces. All fragments were successfully retrieved. There was a reported surgical delay of a couple of minutes. The procedure was completed successfully with the patient in stable condition. This is report 1 of 1 for (B)(4).